Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device (reader). Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, customer experienced a hypoglycemia. Customer was unable to self-treat requiring healthcare professional treatment of glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device (reader). Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, customer experienced a hypoglycemia. Customer was unable to self-treat requiring healthcare professional treatment of glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. Unable to set time and date and unable to confirm uom (units of measurement). The reader was de-cased and internal visual inspection was performed, observed corrosion caused by liquid ingress. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device (reader). Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, customer experienced a hypoglycemia. Customer was unable to self-treat requiring healthcare professional treatment of glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device (reader). Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, customer experienced a hypoglycemia. Customer was unable to self-treat requiring healthcare professional treatment of glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visual inspection was performed on the reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. Unable to set time and date and unable to confirm uom (units of measurement). The returned reader was further investigated and de-cased. Performed an internal inspection on the de-cased reader, and evidence of liquid ingress on the pcb (printed circuit board) was observed. There were also signs of liquid ingress concentrated around capacitor c24, resistance r15 and r83 and test point tp34. The returned customer battery was measured to be below spec of 3.7v. Replaced the battery with a new unused and the pcb component (c24, r15 and tp34) voltage was measured to be out of the specification range indicating that the central processing unit was unable to generate enough power to turn on the reader. Removed the liquid ingress; and observed the reader was powered on and that the voltages at c24, r15, and tp34 were within specifications. Therefore, it was determined that the liquid contamination was severe enough to impact the battery voltage at tp 34 value was reduced so much that the cpu did not receive the expected voltage difference when the on button was pressed to initiate the wake up sequence in customer returned state. This case is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.